Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported a posterior capsule rupture during laser assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The system was found to meet specifications. However, the root cause of the reported capsular tear could not be determined. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).